Event description:
It was reported that during set up at the user facility the ball tip was found broken off. There was no surgical delay; no medical intervention and no adverse consequences reported with this event. As this event occurred during set up at the user facility, there was no patient involvement.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that during set up at the user facility the ball tip was found broken off. There was no surgical delay; no medical intervention and no adverse consequences reported with this event. As this event occurred during set up at the user facility, there was no patient involvement.